Event description:
It was reported that the device readings were inaccurate.

Manufacturer narrative:
It was reported that the readings customer is getting are inaccurate/high readings. He tried replacing batteries with no changes whatsoever and is still getting high readings compared to his readings at his doctor's office. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.